Manufacturer narrative:
(B)(4).

Event description:
It was during a scheduled follow-up, several false auto mode switching episodes were observed due to lead noise. Performing a lead revision right away was not recommended as the episodes were very short. The lead could be revised when the device will be electively replaced. The patient condition is good.